Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and mesh was implanted. Following the procedure, the patient¿s entire abdominal wall was stiff. The surgeon opined there was too much reaction and stiffness at the sight of the implant. Tissue samples were taken. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.